Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/23/2016 that the receiver had low audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined.